Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with glucose rising to 385 mg/dl and later trending down to 309 mg/dl without food intake or infusion set change; the user was ill under hospice care and had recently started new medications, and education was provided regarding potential medication effects on glucose. Symptoms included hyperglycemia without reported acute complications such as loss of consciousness or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention specific to the event, and no use of backup therapy or ketone testing. Investigation included complaint intake, user education on possible medication-related glycemic impact, and review for device alerts or alarms, which were not reported. Investigation of this case revealed no device alarms and no device performance issues reported, with the cause of the hyperglycemia unclear given concurrent illness and new medications. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.